Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 24 mg/dl at the time of the incident. The customer's blood glucose was 211 mg/dl at the time of call. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The customer's spouse performed displacement test and the insulin pump passed. The insulin pump will not be returned for analysis.